Manufacturer narrative:
Pump error alarm noted in the pump history and critical pump error due to moisture damage motor force sensor. The insulin pump was received with minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer was changing the insulin in the pump and the screen says critical pump error, attention delivery stop not work move set and consider injection. The customer¿s current blood glucose level is 201 mg/dl and has been treated with an injection of humalog. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.